Manufacturer narrative:
(B)(4). Did the device complete the firing sequence? Yes. Were malformed staples present after the firing? Yes. Was the staple line complete? Yes. On what tissue type was the device used? Stomach at what location on the tissue? Middle of stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes , seamgaurd. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The seamgaurd bunched up in the stapler when it misfired. The seamgaurd was properly positioned but bunched up upon firing. The reload looks like the knife blade went into the reload.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good visual conditions and with an ecr60g reload present. The reload was received fully fired. Upon further inspection, the reload was noted to have the cartridge deck, some drivers and one piece sled damaged. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented; therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Event description:
It was reported that during a band removal/sleeve procedure, the stapler felt as if it was having difficulty firing on the seventh-eighth firing. During the leak test they noticed a staple line leak. There were no patient consequences. Case completed with another device.